Event description:
While performing an arthrogram, the md was pushing the fluoroscopy button and the siemens sireskop sx/flu fluoroscopy/radiographic table lurched into a trendelenberg position and the patient almost fell off the table. Biomed was notified. Machine is past its life expectancy (purchased in 1996). The service technician could not duplicate problem, but noticed the control handle was a little stiff and decided to reroute the cable in the handle. After some further investigation, it was discovered that there was a january 2011 safety advisory notice sent by siemens for a potential problem of the tilt button becoming stuck on the grip. The buttons on the grip will be replaced by siemens in june 2011. In the meantime, the users of the device have been notified of the potential problem and instructed to use the controls on the table until the grip buttons have been replaced.